Manufacturer narrative:
The lot number was not available; therefore, the device history record could not be reviewed. The sample and photo were not available for evaluation. The exact root cause could not be determined without a sample, however, a possible root cause for this reported issue may come from improper coating during the dipping process. We will continue to monitor the complaints for any unfavorable trends, which might require further investigation and action plan. The manufacturing plant has been advised of this reported incident for close monitoring of the manufacturing process.

Event description:
Based on information received by the customer, ¿per employee, as I was holding pressure on a groin with an arterial and venous sheath in place, my glove had a hole in it, which I discovered 10 minutes into the hold. The site was actively bleeding. When I removed my glove, my whole hand was covered in the patient's blood. I have a few small cuts and rough cuticles on my hand." Additional information provided by the customer: source patient (B)(6) antibody (B)(6). Employee received routine post exposure counseling. Employee is fine. No further monitoring required since (B)(6).